Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported balloon rupture was confirmed. It is likely that the reported resistance and balloon rupture are the result of interaction with anatomy, which was described as heavily calcified and 100% stenosed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information provided, the reported difficulties appear to be due to operational circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the non-tortuous, heavily calcified, 100% stenosed right superficial femoral artery. A 2.5 x 120 mm armada 14 percutaneous transluminal angioplasty (pta) catheter was selected for the procedure. The pta catheter was advanced with a little resistance to the lesion and crossed. Upon the first inflation to 6 - 7 atmospheres the balloon ruptured. The pta catheter was removed from the anatomy and a small hole in the balloon was observed. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.